Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system displayed a precharge voltage error message. This error message will likely prevent the system from booting up. There is no report of pt injury associated with this event.